Event description:
It was reported that the patient presented in the emergency room for follow up. Upon review it was noted that the right ventricular lead exhibited non capture. A cardiac CT scan noted that the lead had perforation. The physician attempted to reposition the lead. However, decided to explant the entire system due to tissue noted on the rv lead under echocardiogram. The patient was in stable condition post-procedure.